Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block with a ventricular rate of 36 beats per minute and it was noted the cardiac resynchronization therapy pacemaker (crt-p) had reached elective replacement indicator (eri) and then approximately one month later, no capture was observed. In addition, the device had exhibited a full electrical reset on manufactured date several years prior. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.